Manufacturer narrative:
The instrument has been investigated. On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found one of the gripper pin circlips missing. The fe replaced the gripper pin circlips. The fe also found the syringe to be worn. The fe replaced the syringe. The fe ran the waddiagnostic tool. All test passed without error. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reports that they received false negative results from the ortho provue while performing correlation studies during validation (multiple samples run and repeat testing done for troubleshooting purpose). No erroneous results were reported.